Event description:
It was reported that during a remote monitoring review, noisy signals were observed from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and confirmed that there was the shock channel was very noisy, with myopotential artifacts. Ts reviewed the provided images, and it showed a clear dislodgement of the lead, likely due to twiddler's syndrome. There was also evidence of oversensed rv signals. Ts recommended surgically replacing the rv lead to resolve the event. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Event description:
It was reported that during a remote monitoring review, noisy signals were observed from this right ventricular (rv) lead. Boston scientific technical services (ts) was contacted and confirmed that there was the shock channel was very noisy, with myopotential artifacts. Ts reviewed the provided images, and it showed a clear dislodgement of the lead, likely due to twiddler's syndrome. There was also evidence of oversensed rv signals. Ts recommended surgically replacing the rv lead to resolve the event. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section h6 (evaluation conclusion codes).